Manufacturer narrative:
The device was received for evaluation. During evaluation, the "0" key and the soft key button were not working. The cause was determined to be the keypad. The device was not repaired as it was deemed beyond economical repair and will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the "0" key and the soft key button was not working. No additional information is available.